Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026, that dr. (B)(6) stated that the silent nite device was being returned due to a broken button and cracking. Additional information received reported that the event occurred on 02/24/2026. The 34-year-old female patient did not suffer any injury or adverse outcome and no medical intervention was required. It is unknown if the patient was sleeping when the reported event occurred but the patient stopped using the device the day it broke.

Manufacturer narrative:
Additional information: d4, d9 the device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).